Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Device 1: a visual inspection noted the handle was jammed and partially actuated. During functional testing, the tacks seated properly, but handle did not retract after firing. The leaf spring was loose on handle. The unit was disassembled and it was noted the leaf spring was detached and rolled. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. A process improvement has been initiated to prevent this condition from recurring. Device 2: visual inspection of the second instrument noted the e-piece was partially disengaged from the device on one side. There was evidence of a proper weld on the device, indicating that the disengaged e-piece was the result of excessive manipulation by the end user. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open inguinal hernia procedure, while fixating the mesh, the device only partially fired. Even after recharge changed it was impossible to fire. There was no patient injury.